Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. E.2. Initial reporter other occupation: lead pharmacy clinical app analyst upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) dialed into the server and ran a server downtime query. All services were checked except the carefusion aria agent. The service was enabled and started. A carefusion coordination engine (cce) reboot was performed, and the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, orders failed to cross over for multiple facilities. There were no delay or adverse events or injuries reported based on this event.